Event description:
It was reported that during a total vaginal hysterectomy on an average sized patient the jaws of the device scissored, became stuck on tissue and would not open. The patient experienced a hematoma and small tear at the site. The hematoma was cauterized and removed with specimen with a second device, which was used to complete the procedure. It was unclear how the device was removed from the tissue. The patient was reported to have no apparent problems after surgery.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws misaligned. Upon evaluation, it was found that with the jaws misaligned, the channel for the blade was compromised. The trigger to deploy the blade could not be fully depressed when the jaws were locked. The jaws were able to be opened and closed. When connected to a generator, a "retighten/regrasp" error code was observed. The device history record was reviewed and no discrepancies were noted.